Event description:
Caller alleged false positive troponin (tni) on the triage cardiac profiler versus the siemen dimension analyzer. The sample collected for the siemen analyzer was a green sodium heparin tube siemens methodology. Unknown patient sample was tested a second time on both triage meter and siemen analyzer. Patient history and medications are unknown. No other problems seen with any other patients on the triage meter. Caller suspects that patient has antibody and requested that patient samples be tested for antibodies.

Manufacturer narrative:
Patient's samples were returned for investigation. Product support tested returned patient samples, 2 normal whole blood donors, negative control, cal z, and positive control, cal h, on profiler w48405. All 3 patient samples appear to be from the same patient but at different draw times. The customer information was incomplete for definitive sample identification. Elevated tni values were observed with each of the 3 patient samples, pre hama treatment. A decrease in tni (>50%) was observed post hama treatment with samples 1 and 3. This decrease is evidence of hama, or another heterophilic antibody, interference. One device error was observed with patient sample 2 post hama, no data or error code was obtained. Investigation below: sample: 1, pre hama tni: 7.30, post hama tni: 0.93, access2 tni: 0.03; 2, 6.02, n/a, 0.03; 3, 6.60, 0.33, 0.03. Product support also observed the scans obtained from gsp for each patient sample run. Each scan shows evidence of sample related interference, elevated baselines, noisy traces, and elevated nsb spot values. All data points with cal z and the 2 normal whole blood donors were below the manufacturing cut off of 0.05ng/ml. All data points with cal h were within the manufacturing 2sd range, with 100% recovery. Based on the patient sample scans, decrease in tni value post hama, all other analyte values elevated above expected, and discrepant results between triage and access, product support concludes that there is sample interference causing an increase in tni recovery on the triage devices. (B)(4). No corrective action required at this time as no product deficiency was established.